Manufacturer narrative:
The reported complaint was not verifiable. The perfusionist (ccp) indicated the perfusionists power down the equipment with the venous occluder extended. The ccp stated the latch was disposed of and will not be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the latch on the occluder head was broken. There was no patient involvement.